Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was determined the patient's implantable neurostimulator was turned off. The patient used a therapy magnet to turn the device back on, which resolved the reported symptoms.

Manufacturer narrative:
Lead model 3389-40, lot# j0319977v, implanted (B)(6) 2003, explanted unk; extension model 748251, serial# (B)(4), implanted (B)(6) 2003, explanted unk; neurostimulator model 7426, serial# (B)(4), implanted (B)(6) 2009, explanted unk; lead model 3389-40, serial# (B)(4), implanted (B)(6) 2003, explanted unk; extension model 748251, serial# (B)(4), implanted (B)(6) 2003, explanted unk; programmer model 7438, serial# (B)(4).